Event description:
It was reported that a display issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D10: concomitant medical products - correction. H2: correction.

Event description:
Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.